Event description:
Pump reported an altitude alarm issue, but there was no adverse impact to the customer's blood glucose level as values did not exceed 500 mg/dl. The customer did not need to replace the cartridge and was able to resume using insulin with the original cartridge after receiving tips from technical support for preventing altitude alarms.